Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("chronic abnormal uterine bleeding"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), peritoneal adhesions ("omental adhesions") and uterine adhesions ("mild uterine serosal fibrous adhesions") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2011, (B)(6) 2015), multiple cesarean sections ((B)(6) 2015 and (B)(6) 2011), fetal growth retardation, bipolar disorder, hidradenitis (surgery on 2010 and 2012), obesity, vulvovaginitis, dysuria, mental disorder, gravida and back disorder. Previously administered products included for an unreported indication: lamictal. Past adverse reactions to the above products included rash with lamictal. Concurrent conditions included morbid obesity, shooting pain, edema, nausea, vomiting, dysuria, postpartum state, sexually active, heterosexuality, abdominal distension, uti, kidney infection and discomfort. Family history included diabetes mellitus (maternal grandfather) and depressive disorder (maternal grandfather). Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2015 to (B)(6) 2017 and ibuprofen since 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety") and back pain ("back pain"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"), abdominal pain lower ("severe cramping / cramping") and adnexa uteri pain ("adnexal pain"). In (B)(6) 2015, the patient experienced peritoneal adhesions (seriousness criterion medically significant), uterine adhesions (seriousness criterion medically significant), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), libido decreased ("diminished libido / diminishing her libido") and fatigue ("fatigue"). In 2015, the patient experienced migraine ("migraines / migraine headaches") and post ablation tubal ligation syndrome ("post ablation tubal ligation syndrome"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain "). In (B)(6) 2016, the patient experienced cervicitis ("mild acute and chronic cervicitis"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and headache ("headaches,"). The patient was treated with nitrofurantoin (macrobid), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (ablation endometrial), surgery (ablation endometrial), surgery (ablation endometrial), surgery (lysis of adhesions) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, migraine and headache had resolved and the genital haemorrhage, uterine haemorrhage, menorrhagia, vaginal haemorrhage, peritoneal adhesions, uterine adhesions, abdominal pain, dyspareunia, libido decreased, anxiety, back pain, fatigue, adnexa uteri pain, cervicitis, urinary tract infection and post ablation tubal ligation syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain, peritoneal adhesions, post ablation tubal ligation syndrome, urinary tract infection, uterine adhesions, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: there were approximately 5 coils left in the endometrium at the termination of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion on (B)(6) 2015, laparoscopic hysterectomy, salpingectomy with da vinci : received in formalin, labeled with the patient's name and "uterus, tubes, cervix weight 129.1 g, is a 126.5 g, 9.5 x 6 x 4 cm uterus with attached cervix and attached bilateral fallopian tubes. The uterine serosa is tan-pink, smooth and glistening with a scant amount of tan focal fibrous adhesions. The attached cervix is 3.2 cm in diameter with a 1 cm, round, patent cervical os. The ectocervical mucosa is tan-pink, smooth and glistening. The endometrial cavity is approximately 4.5 cm long x 2.5 cm cornu to cornu. The endometrium is tan-pink, smooth and glistening, and focally hemorrhagic. The endometrium is on average 0.2 cm thick. The myometrium is tan-pink, soft and homogeneous. The myometrium is on average 2.5 cm thick. No discrete mass or lesion is seen within the endometrium or myometrium. The attached right fimbriated fallopian tube is 7 cm long x 0.7 cm in diameter with a tan-purple, smooth and glistening serosal surface. There is an approximately 3 cm long x 0.1 cm in diameter segment of coiled, shiny metallic material is grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The attached left fimbriated fallopian tube is 7 cm long x 0.5 cm in diameter with a tan-purple, smooth and glistening serosal surface. Upon sectioning, there is an approximately 3 cm long x 0.1 cm in diameter segment of shiny metallic, coiled material grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The remaining fallopian tube lumen is pinpoint, patent, grossly unremarkable. Block summary: (a 1) anterior cervix; (a2) posterior cervix; (a3-a4) anterior endometrium and myometrium; (a5-a6) posterior endometrium and myometrium; (a7) right fallopian tube; (as) left fallopian tube. (Rs/sc/ms/rt) gross examination was performed at (B)(6) hospital. Diagnosis: uterus, cervix and fallopian tubes, robotic laparoscopic hysterectomy with bilateral salpingectomy: proliferative phase endometrium showing no pathologic diagnosis. Myometrium showing no pathologic diagnosis. Mild uterine serosal fibrous adhesions. Mild acute and chronic cervicitis. Bilateral fallopian tubes containing essure devices showing no pathologic. Concerning the injuries reported in this case, the following one/ones were reported via medical records: dysmenorrhea, abnormal uterine bleeding , chronic female pelvic pain, post ablation tubal ligation syndrome. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Patient had ablation endometrial for abnormal bleeding (vaginal), menorrhagia, abnormal bleeding, chronic abnormal uterine bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("chronic abnormal uterine bleeding"), peritoneal adhesions ("omental adhesions") and uterine adhesions ("mild uterine serosal fibrous adhesions") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2011, (B)(6) 2015), multiple cesarean sections ((B)(6) 2015 and (B)(6) 2011), fetal growth retardation, bipolar disorder, hidradenitis (surgery on 2010 and 2012), obesity, vulvovaginitis, dysuria, mental disorder, gravida and back disorder. Previously administered products included for an unreported indication: lamictal. Past adverse reactions to the above products included rash with lamictal. Concurrent conditions included morbid obesity, shooting pain, edema, nausea, vomiting, dysuria, postpartum state, sexually active, heterosexuality, abdominal distension, uti, kidney infection and discomfort. Family history included diabetes mellitus (maternal grandfather) and depressive disorder (maternal grandfather). Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2015 to (B)(6) 2017 and ibuprofen since 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety") and back pain ("back pain"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / cramping"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and adnexa uteri pain ("adnexal pain"). In (B)(6) 2015, the patient experienced peritoneal adhesions (seriousness criterion medically significant), uterine adhesions (seriousness criterion medically significant), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), libido decreased ("diminished libido / diminishing her libido") and fatigue ("fatigue"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"), migraine ("migraines / migraine headaches") and post ablation tubal ligation syndrome ("post ablation tubal ligation syndrome"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain "). In (B)(6) 2016, the patient experienced cervicitis ("mild acute and chronic cervicitis"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and headache ("headaches,"). The patient was treated with nitrofurantoin (macrobid), surgery (hysterectomy with bilateral salpingectomy), surgery (lysis of adhesions) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, migraine and headache had resolved and the genital haemorrhage, uterine haemorrhage, peritoneal adhesions, uterine adhesions, menorrhagia, abdominal pain, dyspareunia, libido decreased, anxiety, back pain, fatigue, vaginal haemorrhage, adnexa uteri pain, cervicitis, urinary tract infection and post ablation tubal ligation syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain, peritoneal adhesions, post ablation tubal ligation syndrome, urinary tract infection, uterine adhesions, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: there were approximately 5 coils left in the endometrium at the termination of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. On (B)(6) 2015, laparoscopic hysterectomy, salpingectomy with da vinci : received in formalin, labeled with the patient's name and "uterus, tubes, cervix weight 129.1 g, is a 126.5 g, 9.5 x 6 x 4 cm uterus with attached cervix and attached bilateral fallopian tubes. The uterine serosa is tan-pink, smooth and glistening with a scant amount of tan focal fibrous adhesions. The attached cervix is 3.2 cm in diameter with a 1 cm, round, patent cervical os. The ectocervical mucosa is tan-pink, smooth and glistening. The endometrial cavity is approximately 4.5 cm long x 2.5 cm cornu to cornu. The endometrium is tan-pink, smooth and glistening, and focally hemorrhagic. The endometrium is on average 0.2 cm thick. The myometrium is tan-pink, soft and homogeneous. The myometrium is on average 2.5 cm thick. No discrete mass or lesion is seen within the endometrium or myometrium. The attached right fimbriated fallopian tube is 7 cm long x 0.7 cm in diameter with a tan-purple, smooth and glistening serosal surface. There is an approximately 3 cm long x 0.1 cm in diameter segment of coiled, shiny metallic material is grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The attached left fimbriated fallopian tube is 7 cm long x 0.5 cm in diameter with a tan-purple, smooth and glistening serosal surface. Upon sectioning, there is an approximately 3 cm long x 0.1 cm in diameter segment of shiny metallic, coiled material grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The remaining fallopian tube lumen is pinpoint, patent, grossly unremarkable. Block summary: (a 1) anterior cervix; (a2) posterior cervix; (a3-a4) anterior endometrium and myometrium; (a5-a6) posterior endometrium and myometrium; (a7) right fallopian tube; (as) left fallopian tube. (Rs/sc/ms/rt) gross examination was performed at (B)(6). Diagnosis: uterus, cervix and fallopian tubes, robotic laparoscopic hysterectomy with bilateral salpingectomy: 1. Proliferative phase endometrium showing no pathologic diagnosis. 2. Myometrium showing no pathologic diagnosis. 3. Mild uterine serosal fibrous adhesions. 4. Mild acute and chronic cervicitis. 5. Bilateral fallopian tubes containing essure devices showing no pathologic. Concerning the injuries reported in this case, the following one/ones were reported via medical records: dysmenorrhea, abnormal uterine bleeding , chronic female pelvic pain, post ablation tubal ligation syndrome. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : the product and reporter information updated. The event headaches added and outcome of event dysmenorrhea (cramping) updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("chronic abnormal uterine bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2011, (B)(6) 2015), cesarean section ((B)(6) 2015 and (B)(6) 2011), fetal growth abnormality, bipolar disorder, hidradenitis (surgery), obesity, unspecified, vulvovaginitis, dysuria, mental disorder, delivery and back disorder. Previously administered products included for an unreported indication: lamictal. Past adverse reactions to the above products included rash with lamictal. Concurrent conditions included obesity, shooting pain, edema, nausea, vomiting, dysuria, postpartum state, sexually active, heterosexuality, abdominal distension, uti, kidney infection and discomfort. Family history included diabetes mellitus (maternal grandfather) and depressive disorder (maternal grandfather). Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2015 to (B)(6) 2017 and ibuprofen since 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / cramping") and adnexa uteri pain ("adnexal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"), libido decreased ("diminished libido / diminishing her libido"), peritoneal adhesions ("omental adhesions") and uterine adhesions ("mild uterine serosal fibrous adhesions"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines / migraine headaches"), back pain ("back pain"), fatigue ("fatigue") and post ablation tubal ligation syndrome ("post ablation tubal ligation syndrome"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain "). On (B)(6) 2017, the patient experienced cervicitis ("mild acute and chronic cervicitis") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with nitrofurantoin (macrobid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and migraine had resolved and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, libido decreased, anxiety, back pain, fatigue, vaginal haemorrhage, adnexa uteri pain, peritoneal adhesions, uterine adhesions, cervicitis, urinary tract infection and post ablation tubal ligation syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, pelvic pain, peritoneal adhesions, post ablation tubal ligation syndrome, urinary tract infection, uterine adhesions, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. On (B)(6) 2015, laparoscopic hysterectomy, salpingectomy with da vinci : received in formalin, labeled with the patient's name and "uterus, tubes, cervix weight 129.1 g, is a 126.5 g, 9.5 x 6 x 4 cm uterus with attached cervix and attached bilateral fallopian tubes. The uterine serosa is tan-pink, smooth and glistening with a scant amount of tan focal fibrous adhesions. The attached cervix is 3.2 cm in diameter with a 1 cm, round, patent cervical os. The ectocervical mucosa is tan-pink, smooth and glistening. The endometrial cavity is approximately 4.5 cm long x 2.5 cm cornu to cornu. The endometrium is tan-pink, smooth and glistening, and focally hemorrhagic. The endometrium is on average 0.2 cm thick. The myometrium is tan-pink, soft and homogeneous. The myometrium is on average 2.5 cm thick. No discrete mass or lesion is seen within the endometrium or myometrium. The attached right fimbriated fallopian tube is 7 cm long x 0.7 cm in diameter with a tan-purple, smooth and glistening serosal surface. There is an approximately 3 cm long x 0.1 cm in diameter segment of coiled, shiny metallic material is grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The attached left fimbriated fallopian tube is 7 cm long x 0.5 cm in diameter with a tan-purple, smooth and glistening serosal surface. Upon sectioning, there is an approximately 3 cm long x 0.1 cm in diameter segment of shiny metallic, coiled material grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The remaining fallopian tube lumen is pinpoint, patent, grossly unremarkable. Block summary: (a 1) anterior cervix; (a2) posterior cervix; (a3-a4) anterior endometrium and myometrium; (a5-a6) posterior endometrium and myometrium; (a7) right fallopian tube; (as) left fallopian tube. (Rs/sc/ms/rt) gross examination was performed at mount carmel east hospital. Diagnosis: uterus, cervix and fallopian tubes, robotic laparoscopic hysterectomy with bilateral salpingectomy: proliferative phase endometrium showing no pathologic diagnosis myometrium showing no pathologic diagnosis. Mild uterine serosal fibrous adhesions. Mild acute and chronic cervicitis. Bilateral fallopian tubes containing essure devices showing no pathologic. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), chronic abnormal uterine bleeding, adnexal pain, omental adhesions, mild acute and chronic cervicitis, urinary tract infection, post ablation tubal ligation syndrome" were added. New reporter were added. Lab data was added. Historical and concomitant conditions and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("chronic abnormal uterine bleeding"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), peritoneal adhesions ("omental adhesions") and uterine adhesions ("mild uterine serosal fibrous adhesions") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2011, (B)(6) 2015), multiple cesarean sections ((B)(6) 2015 and (B)(6) 2011), fetal growth retardation, bipolar disorder, hidradenitis (surgery on 2010 and 2012), obesity, vulvovaginitis, dysuria, mental disorder, gravida and back disorder. Previously administered products included for an unreported indication: lamictal. Past adverse reactions to the above products included rash with lamictal. Concurrent conditions included morbid obesity, shooting pain, edema, nausea, vomiting, dysuria, postpartum state, sexually active, heterosexuality, abdominal distension, uti, kidney infection and discomfort. Family history included diabetes mellitus (maternal grandfather) and depressive disorder (maternal grandfather). Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2015 to (B)(6) 2017 and ibuprofen since 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety") and back pain ("back pain"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea, dysmenorrhea (cramping)"), abdominal pain lower ("severe cramping / cramping") and adnexa uteri pain ("adnexal pain"). In (B)(6) 2015, the patient experienced peritoneal adhesions (seriousness criterion medically significant), uterine adhesions (seriousness criterion medically significant), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), libido decreased ("diminished libido / diminishing her libido") and fatigue ("fatigue"). In 2015, the patient experienced migraine ("migraines / migraine headaches") and post ablation tubal ligation syndrome ("post ablation tubal ligation syndrome"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain "). In (B)(6) 2016, the patient experienced cervicitis ("mild acute and chronic cervicitis"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and headache ("headaches,"). The patient was treated with nitrofurantoin (macrobid), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (ablation endometrial), surgery (ablation endometrial), surgery (ablation endometrial), surgery (lysis of adhesions) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, migraine and headache had resolved and the genital haemorrhage, uterine haemorrhage, menorrhagia, vaginal haemorrhage, peritoneal adhesions, uterine adhesions, abdominal pain, dyspareunia, libido decreased, anxiety, back pain, fatigue, adnexa uteri pain, cervicitis, urinary tract infection and post ablation tubal ligation syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain, peritoneal adhesions, post ablation tubal ligation syndrome, urinary tract infection, uterine adhesions, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: there were approximately 5 coils left in the endometrium at the termination of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion on (B)(6) 2015, laparoscopic hysterectomy, salpingectomy with da vinci : received in formalin, labeled with the patient's name and "uterus, tubes, cervix weight 129.1 g, is a 126.5 g, 9.5 x 6 x 4 cm uterus with attached cervix and attached bilateral fallopian tubes. The uterine serosa is tan-pink, smooth and glistening with a scant amount of tan focal fibrous adhesions. The attached cervix is 3.2 cm in diameter with a 1 cm, round, patent cervical os. The ectocervical mucosa is tan-pink, smooth and glistening. The endometrial cavity is approximately 4.5 cm long x 2.5 cm cornu to cornu. The endometrium is tan-pink, smooth and glistening, and focally hemorrhagic. The endometrium is on average 0.2 cm thick. The myometrium is tan-pink, soft and homogeneous. The myometrium is on average 2.5 cm thick. No discrete mass or lesion is seen within the endometrium or myometrium. The attached right fimbriated fallopian tube is 7 cm long x 0.7 cm in diameter with a tan-purple, smooth and glistening serosal surface. There is an approximately 3 cm long x 0.1 cm in diameter segment of coiled, shiny metallic material is grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The attached left fimbriated fallopian tube is 7 cm long x 0.5 cm in diameter with a tan-purple, smooth and glistening serosal surface. Upon sectioning, there is an approximately 3 cm long x 0.1 cm in diameter segment of shiny metallic, coiled material grossly consistent with essure device within the intramural segment and isthmus portion of the fallopian tube. The remaining fallopian tube lumen is pinpoint, patent, grossly unremarkable. Block summary: (a 1) anterior cervix; (a2) posterior cervix; (a3-a4) anterior endometrium and myometrium; (a5-a6) posterior endometrium and myometrium; (a7) right fallopian tube; (as) left fallopian tube. (Rs/sc/ms/rt) gross examination was performed at (B)(6) hospital. Diagnosis: uterus, cervix and fallopian tubes, robotic laparoscopic hysterectomy with bilateral salpingectomy: 1. Proliferative phase endometrium showing no pathologic diagnosis. 2. Myometrium showing no pathologic diagnosis. 3. Mild uterine serosal fibrous adhesions. 4. Mild acute and chronic cervicitis. 5. Bilateral fallopian tubes containing essure devices showing no pathologic . Concerning the injuries reported in this case, the following one/ones were reported via medical records: dysmenorrhea, abnormal uterine bleeding , chronic female pelvic pain, post ablation tubal ligation syndrome . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Patient had ablation endometrial for abnormal bleeding (vaginal), menorrhagia, abnormal bleeding, chronic abnormal uterine bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), anxiety ("anxiety"), migraine ("migraines"), back pain ("back pain") and fatigue ("fatigue"). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, anxiety, migraine, back pain and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: hysterectomy to remove the essure devices is scheduled for (B)(6) 2017. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events, including pelvic pain and abnormal bleeding (seen as genital bleeding). At the time of this report, the plaintiff had a scheduled surgery (hysterectomy) to remove essure. Pelvic pain and abnormal bleeding may occur during essure therapy. This case was regarded as incident since a surgical intervention is planned. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), anxiety ("anxiety"), migraine ("migraines"), back pain ("back pain") and fatigue ("fatigue"). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, anxiety, migraine, back pain and fatigue outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, anxiety, migraine, back pain and fatigue to be related to essure. The reporter commented: hysterectomy to remove the essure devices is scheduled for (B)(6) 2017. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events, including pelvic pain and abnormal bleeding (seen as genital bleeding). At the time of this report, the plaintiff had a scheduled surgery (hysterectomy) to remove essure. Pelvic pain and abnormal bleeding may occur during essure therapy. This case was regarded as incident since a surgical intervention is planned. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.